Event description:
It was reported that during the implant procedure, initial testing of the lead showed high impedance. The lead was removed and another lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. There was blood in/on the helix/lobe mechanism.